Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. It is unknown if the device was in use at time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 21may2019. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. A touchscreen was return for analysis. An investigation was performed on the touchscreen and the customer reported issue was verified. The root cause was determined to be resistance the drift of the screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.